Event description:
A nurse from the user facility reports a scratch was noted on the intraocular lens. There was no pt impact/injury associated with this event.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. The device remains implanted. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints received for this lot number.